Manufacturer narrative:
(B)(4).

Event description:
It was reported that through remote transmission, the device delivered inappropriate shock therapy due to atrial undersensing during atrial tachycardia. Programming changes were recommended. The patient was in a stable condition.